Manufacturer narrative:
Investigation into this complaint included file sample testing, customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-096) lot 408316 met all validity and acceptance criteria. All replicates for flu b were processed successfully as there were no error codes or performance related flags present. All replicates were interpreted correctly by the assay software. The results for the parameters being evaluated were within the lower specification limit (lsl) and the upper specification limit (usl). Moreover, there were no instances of false positive results; therefore, the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-096) lot 408316 received a disposition of pass. Customer data review: only the results logs for the questioned results were evaluated. The validity of runs was verified. The runs involving the reported samples were valid. The assays met specification requirements for the flu a and flu b target, and no error codes or performance related flags were displayed for the samples, as well as for the run controls. The initial testing for sid (B)(6) displayed positive results for flu a and flu b target and was retested under the same sid (B)(6) and generated flu b negative results. The flu b target displays cycle number (cn) value of 37.85 and the cn cutoff according to the app spec is (42.0) indicating a weak positive result. A plate mapping was performed; no high positive results were located near the alleged false positive flu b result sid (B)(6). Mishandling of samples cannot be ruled out as a likely cause for discrepant false positive result. Quality data review: device history record (DHR) review. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-096) lot 408316 (including the components) did not identify any issues that could result in the reported complaint. The quality control (qc) testing for alinity m resp-4-plex amp kit (list 09n79-096) lot 408316 met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify any existing internal quality records that could result in the reported complaint during production or internal use. The CAPA review did not identify any existing internal records or nonconformances related to the reported complaint. Additionally, a part specific CAPA review was performed and did not identify any internal records or nonconformances related to the current complaint for part 9n79. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false positive results for the flu b target while using alinity m resp-4-plex amp kit (list 09n79-096) lot 408316. Additionally, a part specific complaint search was performed to identify any complaints related to discrepant false positive results for part 9n79. Complaint trending was also reviewed. A trend violation was not identified, and the upper control limit was not exceeded for product 09n79. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-096) lot 408316 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
Customer reported a false positive result for flu b when running the alinity m resp-4 plex assay. Sample ID (B)(6) was run twice on 03/07/25. The first result was positive for both flu a and flu b while the repeat run was only positive for flu a. Technical application specialist (tas) analyzed the logs. For flu b, the cycle threshold (CT) value for the target was very late (37.85) on the first run, and no curve was observed on the second run. Tas observed a shift of 1 CT for flu a, which was positive on both runs, and for the ic. Run 1: flu a CT was 16.8; ic was 23.57. Run 2: flu a CT was 17.73; ic was 24.94. Samples were refrigerated after the run and vortexed before the next run. Customer is unsure how long samples remained in the instrument, potentially exceeding the 4 hour maximum. Amp kit packs were changed between days but were from the same lot. Customer centrifuged the amp kit trays per the package insert instructions before use. Customer was concerned about the possibility of cross-contamination; however, amp kit map was checked, and all samples around sample (B)(6) had negative results, indicating no cross-contamination. Tas explained that high CT values could result from samples being out of refrigeration for more than 4 hours. A 1 CT shift was seen in all parameters, indicating potential sample degradation due to extended time outside refrigeration and handling. The customer expressed concern that the abbott test might be overly sensitive, detecting positive results when samples are not truly positive. There was no report of impact to patient management.